Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient just had his ins replaced and the battery only lasted a year and a half and the patient had surgery to get a new battery every year and a half. The caller stated that the first deep brain stimulation (dbs) the patient had lasted longer. Information regarding battery longevity has been omitted as it is contained in (B)(4). Information regarding therapy issues has been omitted as it is contained in (B)(4).